Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Unit received with corroded motor home switch, scratched case, cracked battery tube threads, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked keypad overlay and corroded battery tube. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had exposed to water and crack on the battery compartment towards clip railing. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.